Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs

Manufacturer narrative:
Follow-up information received from consumer on 02-nov-2015: she stated that she did not have essure. She had a hysterectomy and complained to FDA about transvaginal mesh. Since no bayer product is suspect, this case will be deleted from bayer´s database.

Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case# mw5044379) in united states on 07-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2013. Immediately after the implantation surgery, while still in the hospital, the consumer had a fever. She was nevertheless released on 1 pain pill. The fever persisted for weeks. The doctor who implanted the device never returned her calls. She finally consulted with her regular family doctor who diagnosed sepsis. She was placed on strong antibiotics and eventually got well. Nonetheless a new set of illnesses cropped in: she experienced excruciating abdominal pain, dyspareunia, weight gain and incontinence; her bladder had been damaged. On (B)(6) 2014, she had the device removed, but only part of it came out because it was deeply entrapped within her tissue. In 2015 she had another surgery, this time to remove the scar tissue around the urethra because it was blocking the smooth flow of urine. She was supposed to have another surgery because the urethra was completely blocked and she was unable to urinate, and consequently a foley catheter could not be inserted. She was very fatigued and disabled. She was unable to take care of herself. Product technical complaint investigation result was received on 24-oct-2015: the ptc global reference number is (B)(4). Final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where an insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical events is excluded. The reported medical events are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical events and a quality defect. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had sepsis, excruciating abdominal pain, scar tissue around the urethra and her urethra completely blocked. Essure was removed 15 months after insertion, but only part of it came out (interpreted as device breakage) because it was entrapped within her tissue. Device breakage in a non-serious event, the other events were considered serious due to medical significance except for urethra completely blocked, serious due to disability. Abdominal pain and device breakage (which occurred during essure removal) are listed events in the reference safety information for essure, the remaining events are unlisted. In this case, while still in the hospital after essure insertion, the consumer had fever. According to her, the fever persisted and sepsis was diagnosed after weeks. Though the exact number of weeks after insertion was not specified, since the fever started right after the insertion procedure and persisted until the diagnosis of sepsis, causality with essure cannot be excluded. Abdominal pain may occur after essure insertion. In this case, the consumer also had bladder problems which could be an alternative explanation for the pain. However, given the positive temporal relationship and nature of this event, a contributory role of essure cannot be excluded. Events scar tissue around the urethra and urethra completely blocked were assessed as unrelated to essure, given their pathophysiology, urethra anatomical location, and considering essure's local effect in the fallopian tubes. Since the device breakage occurred during a difficult essure removal, this event was assessed as related to the suspect insert. Additional non-serious events were reported. This case was regarded as incident due to serious injury (sepsis) and required intervention for essure removal. Product technical analysis was performed with neither batch number nor complaint sample. According to results, there is no relationship between the reported medical event(s) and quality defect. Further information is expected.